Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up post routine generator change. It was noted that an alert for non sustained ventricular oversensing was observed. Review of the episodes indicated that this was due to noise on the right ventricular lead. Further review indicated noise had also been observed with this lead with the prior generator beginning (B)(6) 2018 and although the generator diagnosed fibrillation and charged a number of times no inappropriate shock was delivered due to the noise. No programming changes were made. Recommendations were made for a lead revision due to possible lead damage. The lead was being monitored. The patient was reported to be stable but non compliant and had not been in clinic for over a year.